Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had not delivered a large enough bolus to cover the amount of food consumed. Blood glucose (bg) elevated (value not provided). Due to over-correcting for the elevated bg, customer's bg lowered (value not provided). Customer declined tandem technical support's assistance.